Event description:
Reporter alleged obtaining the results of 157 mg/dl and 52 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he felt weak and shaky when the results were obtained. Reporter stated that he ate a few cookies after the last reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.